Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an octopus nuvo tissue stabilizer, the customer reported a clean break of one of the jaws on the head link. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the issue occurred during a totally endoscopic robotically assisted coronary artery bypass procedure (tecab). The head link was noticed to be damaged at the time of positioning the device. The damaged piece was removed from the operative site with a pickup instrument (a readily used or instrument). There was no damage observed to the box/packaging. Medtronic received additional information that the customer would not say the broken piece 'fell' into the patient, the head-link was positioned in the patient, then the customer realised it was broken and simply removed the broken piece from the operative site with a common surgical instrument. B1. (Adv evnt/prod prob), b2. (Intervention req) and h1. (Serious injury): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.